Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use,a cannula, specifically the bio-medicus nextgen pediatric arterial cannula, was found to have a damaged or deformed obturator. The location of the damage was specified as the obturator being malformed. The device was not used, and there was no damage to the packaging or other devices in the same box. The device was replaced to complete the case. There was no patient involvement.

Manufacturer narrative:
Device evaluation summary: visual inspection of the opened device shows evidence of deformity in the introducer. The customer has provided a photo showing evidence of the damage/deformity. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.